Manufacturer narrative:
(B)(4). A review of the manufacturing records for the reported lot was performed; no related deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot, showed the solution to be sterile. The complaint unit was returned back already opened; microbiology results show that the sample was not sterile. The complaint unit was returned back already opened; microbiology results show that the sample was not sterile. Initial chemical evaluation of the complaint unit confirmed the presence of particulate matter; further device evaluation is ongoing. A root cause has not been established. All pertinent information available to amo has been submitted.

Event description:
A (B)(6), female, patient, reported she experienced an 'eye infection' after using blink contacts. She used the product once a week or so for several months without problem. In (B)(6) 2012, she began to experience itching in the right eye and on (B)(6) 2012, awoke and found her eye was swollen shut. She saw her general practice physician (gp) who told her she had a 'stye that had gone crazy and caused an infection'. She was prescribed tobramycin 0.3% to use for one week; her symptoms had mostly resolved within 24 hours. In follow up, the patient declined to allow us to follow up with her health care professional. The patient indicated that prior to the onset of symptoms she noted that upon dispensing the product a 'string of brown gooey substance' came out of the bottle. The complaint sample is kept in the patient's purse. Patient's disposable lenses were about 10 days old at the time of the event. She uses optifree to disinfect her lenses. Her lens case is one year old; she uses water to clean it.